Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that electrode tip broke off. Confirmation was obtained via x-ray that no pieces of the device remained in the patient. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: noticed that the electrode was not attached on the probe anymore. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. (B)(4).

Event description:
It was reported that electrode tip broke off. Confirmation was obtained via x-ray that no pieces of the device remained in the patient. The procedure was completed successfully.